Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/05/2015 with the following findings: there was no evidence of an eaw (B)(4) alarm observed in the black box data. The pump successfully performed the prime sequence functions. An eaw (B)(4) alarm was not duplicated during the analysis. The following findings are unrelated to the reported issue: evidence of a partially discharged battery being installed for use was observed in the black box data. The pump powered on with the returned battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU). The battery compartment was observed to be cracked below the grip pad. Evaluation revealed that the pump drew electric current at levels within the specifications. The pump case was removed, and no evidence of internal damage or defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 358 mg/dl with polydypsia associated with a power issue. It was reported that the pump had emitted greater than 3 ¿replace battery¿ alarms in the last 30 days. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.